Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Device information: batch # unknown. Health effect ¿ clinical code = gastrointestinal system (e10). A manufacturing record evaluation was performed for the finished device lot number x96a6x, and no non-conformances were identified. Per photographic evaluation: this is an analysis of a set of photos that were submitted for evaluation. During the visual analysis, the following was observed: the first, second, third, and fourth photos show a tissue being intervened by unknown instruments. The fifth photo shows a drawing that is not sufficient evidence to represent the product experience. Based on the set of photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information was requested, and the following was received: what were the indications for surgery? Ans: locally advanced rectosigmoid tumor. Did the patient receive any preoperative chemotherapy or radiation? Ans: no. Were there any issues experienced with the device in the initial surgical procedure? Ans: no. What healthcare professional fired the device and what is his/her experience with the device? Ans: colorectal fellow with few months¿ experience of using the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. Were there any issues with device use/firing? Ans: no. What confirmation was received that the device completed the firing sequence? Ans: the crunch sound of the breakaway washer and the illuminated green check mark on the display of the device. Was the green checkmark visible at the end of the firing? Ans: yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: two. Was there any difficulty removing the device? Ans: no. Was a complete transection of the white breakaway washer visually confirmed? Ans: yes. Were the donuts inspected? If so, please describe. Ans: yes, both proximal & distal donuts were intact and complete. Were there any issues noted with staple formation? If so, please describe the shape and location. Ans: no. What is the current patient status? Ans: patient was given a temporary stoma (hartmann¿s) and been discharged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was a post op anastomotic leak on the patient who was discharged on day 6 but complained about pain with wound infection on day 7. Pt admitted to hospital on day 7 and performed exploratory laparotomy surgery on day 8. (On the operation day (B)(6), both donuts complete and negative air leak test. Surgeon noticed the donut was thin but is acceptable.) During the washout, surgeon noticed that there was a hole anteriorly 3-6 o'clock direction but unconfirmed if that is anastomosis site. He placed his finger into the hole gently to inspect and the proximal colon was separated from the distal part. Surgeon didn't notice any stapler around the lumen of proximal colon but found there were stapler at the distal colon. The staplers were located around 1cm distal from the lumen of distal colon. Performed hartman procedure on pt, suture the distal colon and create stoma. Procedure: lap anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 05/18/2023 h11: corrected data = photo evaluation. This is an analysis of a set of photos submitted for evaluation. During the visual analysis, the following was observed: the first, second, and third photos show a tissue being intervened by unknown instruments. The fourth photo shows a drawing that is not sufficient evidence to represent the product experience. Based on the set of photos reviewed, the event described cannot be confirmed. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number x96a6x, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/19/2023. Additional information received: it was confirmed by the sales team that the 15 seconds pre-compression is done with retightening after. During the initial procedure, everything is fine. The staple line is fine, and donuts are fine. A leak test is also done, and no issues noted. Purse string is done using the ¿metal ethicon one and not the plastic.¿ to end, prior to the hospital transitioning to ethicon powered, they were using the manual ¿a¿ devices. The following were provided, packaging lot # x94z26 and batch # 778a68. The following was shared from the colorectal surgeon and colorectal fellow group. The case was elective. There was no immediate problem in case. This case went well. We have fired these staplers¿ multiple times, so we are very familiar. DHR (device history review) is pending for batch # 778a68. When the DHR is completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 04/25/2023. D4: batch # 778a68. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.